Event description:
Physician assessed the cavity three times with the first device and two times with the second device. Each time the device failed. A technical support staff person was called after the first failed attempt. Vendor sales representative attempted to help physician troubleshoot but was not successful. Physician decided to abort the novasure procedure.